Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call that the device alarmed no delivery alarm. Customer's blood glucose was 408 mg/dl. Customer treated high blood glucose with bolus. Customer had changed the reservoir and set four times for the no delivery alarm. Customer had to connect and disconnect the set couple times for the insulin to be delivered. After troubleshooting, customer was advised the set and reservoir will be replaced. Customer will not be returning the device for analysis.